Manufacturer narrative:
Full name of the facility is (B)(6) medical sciences. The device is returned and an evaluation completed for it. Upon inspection of the device, it was observed that it was observed that there is dirt around the forceps elevator. Other observations for the device are: objective lens, scope (s) cover, universal cord, s-connector, and light guide (lg) lens all have a scratch ; k-wire (forceps elevator coil) is completely cut off; adhesive on distal end rubber coating (a-rubber) is detached; a-rubber has discoloration; connecting tube has a wrinkle; insertion tube ig protector has a cut; s-cover has discoloration; forceps channel port is shaved; right/left knob, control unit, and switch box are dirty; s-cylinder is shaved; angulation is low; and lg bundle has breakage. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
Customer returned the device for evaluation and repair for issues of elevator wire not working observed during preparation for use. There is no patient involvement and no reported harm to any patient. Upon evaluation of the returned device, it was observed that there is dirt around the forceps elevator. This medwatch is being submitted for the reportable issue of dirt around the forceps elevator observed during device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the reported event is likely due to the reprocessing steps recommended by IFU were not performed completely due to forceps elevator malfunction caused by breakage of the k-wire, which made foreign material remain at/around the forceps elevator. However, the root cause of the event is unable to be determined. The event can be prevented by following the instructions for use (IFU) which state: IFU (reprocessing manual) states that ¿insufficient cleaning, disinfection and sterilization of endoscopes can pose a risk of infection to patients and operators who perform the next procedure using the endoscope.¿ ¿all channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope.¿ olympus will continue to monitor field performance for this device.

Event description:
Addendum on (B)(6) 2023: the customer reported event occurred during reprocessing. Customer follows correct reprocessing procedure as per olympus training and instructions for use (IFU); however, the device could not be reprocessed (including brushing) due to issues of elevator malfunction. Therefore, the device was not reprocessed correctly at the time of return.

Manufacturer narrative:
Additional information has been received for this event. Correction being made to initial reporter information. This supplemental report is being submitted to provide this information. There is no email available for the initial reporter. Since the device was not reprocessed, there is no information available for the reprocessing of the device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material remained at the forceps elevator because malfunction of the forceps elevator did not allow complete reprocessing. Although the customer follows correct reprocessing procedure as per omsi training/ instructions for use (IFU), however device could not be reprocessed (including brushing) & stopped midway due to issues of elevator malfunction and not reprocessed correctly at the time of pickup of device for inspection at omsi workshop. The event can be preventable by following the IFU which state: operation manual chapter 3 preparation and inspection of the forceps elevator mechanism. The event can be detectable by following the IFU which state: reprocessing manual chapter 3 cleaning, disinfection and sterilization procedures brushing around the forceps elevator and instrument channel outlet. Olympus will continue to monitor field performance for this device.